Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited noise oversensing which led to pacing inhibition for 3.5 seconds. The patient is pacemaker dependent. Subsequently, the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.